Manufacturer narrative:
Device available for evaluation?: additional information. No equipment was returned for evaluation. The pump was not explanted. Information provided by the hospital personnel stated that the pump was functioning as expected. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists device thrombosis, hemolysis, respiratory failure, local infection, renal failure, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 4 months. It was reported that the device will be made available to the manufacturer for analysis. The device has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016 due to complications related to respiratory failure. The patient had previously been treated for pneumonia in (B)(6) 2015 and (B)(6) 2016. The patient was then admitted on (B)(6) 2016 with a low-grade fever, cough, fatigue and shortness of breath, and was diagnosed with (B)(6) pneumonia. Further testing revealed consolidation in the right upper lung. Antibiotics were prescribed for treatment. On (B)(6) 2016, the patient experienced altered mental status and was found to have a hemoglobin level of 6.4 g/dl. It was reported that the patient was diagnosed with diffuse alveolar hemorrhage as confirmed via bronchoscopy, and a chest x-ray revealed bilateral infiltrates. The patient required intubation. On 07/13/2016, the customer reported that the patient was in the intensive care unit (ICU) and there was a concern for possible thrombus. The patient¿s system controller log file was submitted to the manufacturer¿s technical services department for analysis. The data reviewed did not contain attributes which would lead to a suspicion of the presence of thrombus within the pump body. Rheumatology diagnosed the patient with anti-neutrophil cytoplasmic antibodies (anca) and myeloperoxidase antibodies. The patient was treated for pulmonary-renal syndrome using high dose steroids and plasma exchange. The patient was briefly extubated on (B)(6) 2016, but continued to have alveolar hemorrhage and required intubation. The respiratory status worsened and ten units of packed red blood cells were transfused from (B)(6) 2016. During the hospital stay the patient experienced acute on chronic kidney disease. Due to worsening metabolic acidosis and multi-system organ failure the kidneys were unable to compensate and continuous renal replacement therapy was initiated. The patient was diagnosed anca positive, and vasculitis was considered a possible etiology for renal failure. The patient was treated with steroids and rituxan without improvement in renal function. It was reported that the patient suffered circulatory shock due to multiple comorbidities including: anca, respiratory failure secondary to pneumonia and diffuse alveolar hemorrhage, and kidney failure. Despite vasopressor and inotropic support the patient¿s condition continued to decline. The patient expired on (B)(6) 2016 due to complications of diffuse alveolar hemorrhage that was likely secondary to anca vasculitis.